Event description:
Customer called stating they are currently in the hospital (admitted 2003) due to hypoglycemia. At the time customer was admitted the freestyle meter was reading in the 100"s (mg/dl), when they arrived at the hospital they got a reading in the 40's (mg/dl) with the lifescan meter. Customer was given orange juice.